Event description:
Event description cpi received information that this endocardial lead was removed from service due to a sensing issue and five aborted shocks. The lead was replaced with a new endotak lead.